Event description:
Pt states cadd legacy pump sn (B)(4) (05/16/2020) has a cracked battery cap that sometimes causes the pump battery door to bulge out. This does not cause any interruption in her therapy and has not caused any harm to her. Pharmacy is sending a replacement. Did the reported product fault occur while in use with a patient? Unk; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.